Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer and confirmed the speaker malfunction error message was displayed and no sound was present. The rse arranged for a replacement device to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. E1: (B)(6).

Event description:
It was reported the device was presented with a speaker malfunction error message and no sound is coming from the device. The device was not in use on a patient. There was no report of patient or user harm.